Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The expedium quick-connect single innie polyaxial screwdriver [product code: 2797-12-400] was not returned to the complaints handling unit (chu) for evaluation. A review of the device history record (DHR) for the expedium quick-connect single innie polyaxial screwdriver could not be performed as no lot number was provided. The device was not returned from which the lot number could not be taken directly from the sample. Therefore, without the lot number, no review of the manufacturing records could be completed. A trend analysis was conducted. No further actions from trending analysis are required. Without the return of the single innie driver we are unable to confirm the reported issue or identify the root cause. If the driver returned at a later date, the complaint will be reopened and the sample will be evaluated. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Distal tip of the polyaxial screwdriver sheared off when surgeon was inserting the screw into the left pedicle of s1. Distal tip of the screwdriver remained in the head of the pedicle screw. Tip was not retrieved. Device will be forwarded on receipt.